Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the endoscope had missing distal window resulting in fluid invasion and subsequent major damage optical components. Complete window is missing. Fragments of adhesive of the distal window are missing.

Event description:
It was reported that the endoscope was not working. There was no report of patient involvement.